Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID afr-00001 (lot: unknown); product type: 0609-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was a sudden spike in temperature. The catheter was removed from the body, inspection identified endocardial tissue on the catheter. The catheter was replaced. A temperature sensor error appeared during device preparation as soon as the catheter was plugged in. The device was prepped and the catheter was unplugged and reconnected on both ends, but the error remained on the radiofrequency generator (rfg). The catheter was replaced, which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.